Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified antibiotics for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter city - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that the bacterial peritonitis was manifested by cloudy effluent when draining. The patient was treated with ceftriaxone (intraperitoneal, for 14 days) and vancomycin (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from peritonitis. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.